Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported tooth extraction (permanent impairment to a body structure) while an align product was being used.

Event description:
The patient reported symptoms of dislodged crowns on teeth # 9 (upper left central incisor) to 11 (upper left canine) and extraction of teeth # 7 (upper right lateral incisor) and 8 (upper right central incisor). The patient reported visiting an oral surgeon, who extracted teeth 7 and 8, to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the invisalign system aligners.